Event description:
Manufacturer received a report of a scooter stopping while going up an incline and rolling backwards. As a result, the user fell and sustained abrasions to her face. Evaluation by the manufacturer was not permitted and the scooter is back in service.